Event description:
Customer reported that there was an odor of "burnt crayons" in the room when unit was running. Also others in the dept reported a heavy "haze or mist" in the room. Customer also reported "scratchy throat and bad taste" symptoms, however, did not seek medical attention for treatment. Customer noted that the system was found to have a hole in the vacuum pump filler plug which had allowed oil mist to escape when the vacuum pump was running. The customer replaced the filler plug and tested. No misting observed after repair.

Manufacturer narrative:
Capital equipment evaluated at customer site. The customer noted that the system was found to have a hole in the vacuum pump filler plug which had allowed oil mist to escape when the vacuum pump was running. The customer replaced the filler plug and tested. No misting observed after repair. This issue is being addressed with a customer letter related to correction & removal.